Event description:
The patient's mom contacted animas to report that the patient woke up with rapid beeps on the pump and the screen was blank and then the pump went off with no audible tones. The patient's blood glucose at the time of the call was 538 mg/dl and the patient went to her backup plan. The patient did not have any nausea, vomiting, or shortness of breath. The patient's mom attempted to replace the pump's battery but the pump would not power on. The patient's mom confirmed that the battery cap threads and the spring on the battery cap were intact. This complaint is being reported because the patient's blood glucose reportedly went over 500 mg/dl after the pump lost power. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas and evaluated. A low battery was confirmed on (B)(6), 2010 at 3:02am. The rebooting preceded by a replaced cartridge alarm 9 minutes later. There was no damage found in the battery compartment and battery cap. The pump powered on normally with no alarms. A replace battery alarm was reproduced during testing and the pump gave an audible and visual alert. The pump was exercised for 24 hours with no alarms or power issues occurring. It was concluded that the power loss was due to an unconfirmed replace cartridge alarm.